Event description:
On (B)(6) 2010, a customer reported a complaint regarding one low recirculation volume apd set with cassette. The customer reported that the set separated during use, and the child had to go to the emergency room to be treated for prevention of peritonitis. The separation occurred at the cassette on the patient line. The patient line was connected to the transfer set, but separated completely from the end of the patient line to the plastic clear tubing of the patient line. The nurse confirmed that it was the patient line that was disconnected. She advised that the patient was hospitalized for 3 days and was released on (B)(6) 2010. The patient was given intra-venous antibiotics (cefazolin) to prevent any infection and the patient was released feeling fine. The sample is available for evaluation.

Event description:
It was reported that during a da vinci s adrenalectomy procedure, a piece of plastic from the distal end of the permanent cautery hook instrument broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed with an instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
(B)(4). The customer reported problem that the patient line separated from the connector was confirmed during evaluation. One used partial set was received for evaluation. Received upon visual inspection, the patient connector was separated from the patient line. A batch review was performed, with no defects noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample has been requested for evaluation. However, the sample has not yet been received. If the sample is received, a follow-up report will be submitted upon completion of the evaluation. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.